Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Subject: (B)(6). UK infinity® total ankle system study. (B)(6) 2018. Instability in right ankle with ongoing pain. Very poor bone quality. Lack of bone integration into prodense grafting in the right ankle. Strong history of infection in knee. Patient was due to be admitted to rule out poor bone integration versus infection in the ankle, however patient did not wish to proceed.